Manufacturer narrative:
(B)(4). This is report 1 of 3 for this incidence of peritonitis. As patients discard supplies after each use, a sample was not available for evaluation. Follow up will be submitted as information becomes available.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers (h10h15017, h10i19025) was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure. The assignable cause was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
During a follow-up call for an unrelated alarm, the registered nurse stated the patient had peritonitis and has recovered. She reported that the patient was continuing their peritoneal dialysis (pd) therapy successfully. Baxter contacted the peritoneal dialysis registered nurse (pdrn) on (B)(6) 2011 regarding this incident of peritonitis and she stated that she was unable to give out any information regarding the patient. No further information is available.